Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4). Concomitant products: non bwi -acuson sc2000 sn (B)(4). Carto 3 system: model #: m-4800-01, serial #: (B)(4). Smartablate pump: model #: m-4900-08, serial #: (B)(4). Smart touch bidirectional: model #: d-1327-05-s, lot #:1740617m. C3 coronary sinus refstar ¿ deflectable catheter: model #: d-1285-01-s, lot #: 17428302m. Soundstar eco catheter: model #: m-5723-17, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient in his 80's underwent an atrial fibrillation (afib) procedure with a preface sheath and suffered a hematoma which required 20 minutes of applied pressure. The patient's diagnosis pre-procedure was paroxysmal afib. During the procedure, a hematoma was found when the physician was adjusting the preface sheath. The injury was discovered and confirmed after being felt at the entry point of the groin. Pressure was applied for 20 minutes to achieve hemostasis and the patient was elevated to a higher level of care. The patient did not require extended hospitalization as he only stood overnight as per originally scheduled. The patient fully recovered with no residual effects. The physician&#62688;opinion regarding the cause of this adverse event is that it might have been due to the procedure as well as the patient vascularity issues as the patient had tortuous veins on both sides of this groin. It was also reported that during the procedure, the soundstar catheter had image quality issues that were assessed as not reportable. The soundstar catheter was connected to both the carto and ultrasound system when this issue occurred. The cartosound/uls were selected on the carto system. The mapping catheter was connected to the carto prior to connecting the soundstar catheter. The catheter cable was reseated and the issue remained. The catheter was replaced and the issue resolved. Since this adverse event required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.